Event description:
This event occurred in (B) (6) and involved a patient treated in the strong registry. The patient initially had three stents placed into her left superficial femoral artery and approx one year later began experiencing pain. The cause of the pain was found to be in-stent restenosis with total occlusion of the target lesion. The patient was hospitalized and intervention to alleviate the restenosis was performed. The intervention included rotarex-assisted recanalization, angioplasty and an additional stent implant. The final angiography shows good results in the treated vascular segment with very good outflow through the anterior tibial artery and posterior to distal segments of the tibial artery. The cause of the event is due to disease progression; there were no signs of a stent malfunction.

Manufacturer narrative:
The reported restenosis was caused by the patient's disease progression. This event occurred in a strong registry patient in (B) (6). The supera device holds the (B) (4) for the indication of peripheral vascular use.